Manufacturer narrative:
Corrected data: h3 and h10 device is not being returned as it was discarded at hospital. Manufacturer narrative: the device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised the following: to inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139104ext, was being used on approximately 16jun21 during a spinal fusion procedure and the ¿plastic piece from pencil fell off when being handed back to nurse, the plastic piece fell in the patient.¿ after further assessment, it was found the procedure was completed as normal with a brief 5 minute search for the insulation that fell off. Not sure exactly how they removed it from the surgical site. There was no report of injury/impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139104ext, was being used on approximately (B)(6) 2021 during a spinal fusion procedure and the ¿plastic piece from pencil fell off when being handed back to nurse, the plastic piece fell in the patient.¿ after further assessment, it was found the procedure was completed as normal with a brief 5 minute search for the insulation that fell off. Not sure exactly how they removed it from the surgical site. There was no report of injury/impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.